Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor card, formatted the hard disk, reloaded software, and reconfigured the system. System operates as intended.

Event description:
The customer reported the system does not save images. No pt injury was reported.